Event description:
The end user reported a red rash and itchy skin under both mass and tape collar in mirror image to both mass and tape collar. She stated that she had seen a local ostomy nurse who diagnosed it was a fungal infection, but it did not extend beyond the margins of the wafer, and she did not have a rash elsewhere on her body. The end user reported that she had started using antifungal medication. She was prescribed oral fluconazole and topical mycostatin powder. She believed that it might have been a sensitivity that she had developed to the product, as she had a history of sensitivities. There was no leakage from the product. No photo was available at that time.

Manufacturer narrative:
Name of medication: diflucan (fluconazole). Nystatin (mycostatin powder). Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092, manufacturing site: 9618003.